Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes d.10 returned to manufacturer on: 2020-05-13 h.1 device return to manuf .?:yes h.1 device eval by manuf?: yes. H.6. Investigation summary: a complaint history check was performed and this is the 1st related complaint for scale marking missing and needle hub separates on lot # 9217412. Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the scale print is missing from two syringes and the needle hub separated from one of the two syringes. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. The barrel was examined and exhibited a damaged barrel tip and no scale markings printed on the barrel. Sample will be forwarded to manufacturing (holdrege) on 21may2020 for further review. A review of the device history record was completed for batch # 9217412 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale print is missing from two syringes and needle hub separated from one of them with a relion® insulin syringe. The following information was provided by the initial reporter: consumer reported that the scale print is missing from two syringes. Also reported needle hub separated from one of the two syringes.

Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: a complaint history check was performed and this is the 1st related complaint for scale marking missing and needle hub separates on lot # 9217412. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9217412 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200836434, 200835960, 200836452, 200836439] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the scale print is missing from two syringes and needle hub separated from one of them with a relion® insulin syringe. The following information was provided by the initial reporter: consumer reported that the scale print is missing from two syringes. Also reported needle hub separated from one of the two syringes.